Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. The customer stated their pump did not notify them of the low. Troubleshooting was completed but did not resolve the issue. The customer also had a lost sensor alarm and was in the hospital the day before the low for heart issues. The insulin pump will be returned for analysis.